Event description:
Customer reported when the nurse call cable is plugged into the nurse call outlet, the cable does not have a tight fit. The date of the event was not provided. No pt injury or incident reported.

Manufacturer narrative:
Eval of the returned product confirmed the reported issue that the nurse calls receptacle's housing is loose; as a result the nurse call cable does not have a secure fit when it is inserted to the nurse call receptacle. Therefore, when the nurse call cable is wiggled, the red led light at the nurse call test fixture toggles on and off. The unit passed all other functional testing. There are visible cracks on the dust covers outside of the battery compartment. Also, there is a brown substance on the battery door and a glue residue on the green over mold. The visible damages could have contributed to the reported issue. (B)(4).